Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be charging slowly. In addition, the customer reported the battery gauge dropped from 100% to 95% suddenly. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy and monitor the battery.